Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm was not working. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed not zeroed before pt was put on the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale correctly to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.